Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to the electrode belt trunk cable being cut with the blue and red wires severed and green wire being physically damaged. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204.